Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of a umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number 43lpd362 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 years 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and scar tissue thereby underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. . This supplemental emdr is submitted to represents mesh - ventralex (device #1). Additional emdrs were submitted to represent the mesh - ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of a umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number 43lpd362 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with epigastric umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1 & #2). Per operative notes, ¿the epigastric hernia sac contains preperitoneal fat was separated free and reduced. A preformed small ventralex mesh (device #1) was placed in the preperitoneal space and fascia was closed primarily with tails of mesh using sutures. The umbilical hernia sac was separated free from the surrounding structures down to the fascia completely. A preformed small ventralex mesh (device #2) was placed deep to the fascial defect and fascia was closed primarily with tails of mesh using sutures." On (B)(6) 2015 - patient visited hospital for recurrent umbilical hernia. On (B)(6) 2015 - patient was diagnosed with incisional hernias thereby underwent repair with removal of old meshes (device #1 & #2). Per operative notes, ¿down through the fascia the old scar tissue identified with old mesh. This was excised. There was a large fascial defect just superior to old mesh. The second old mesh was identified with a second incisional hernia just superior to it. The second piece of old mesh was removed and connected both hernias. A piece of synthetic mesh was placed around the fascial edges." Attorney alleges that the patient had hernia recurrence, adhesions and pain.